Event description:
Livanova representative attended an appointment with patient, confirmed device had no diagnostic issues. No other relevant information has been received to date.

Manufacturer narrative:
B5 describe event, corrected data: the initial reporter inadvertently left off relevant information regarding the reported event. The information has been added. H6 type of investigation, corrected data: the initial reporter inadvertently left off a relevant code that has now been added. H6 investigation findings, corrected data: the initial reporter inadvertently left off a relevant code that has now been added. H6 investigation conclusions, corrected data: the initial reporter inadvertently left off a relevant code that has now been added."

Event description:
It was reported that two weeks ago the patient began to experience an increase in breakthrough seizures. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.